Event description:
The facility reports the resident was standing in the sarita when the battery appeared to be empty. The carer drove the hoist with the resident in it to a chair. Resident got scared and leaned over to the left. The liter turned over, which made one leg lift off the floor. The carer went to stand on the other leg and shouted out for help. Together with a colleague she drove the resident in the lifter above the bed, made the bed go up higher, and released the sling. No injuries reported.

Event description:
The facility reports the resident was standing in the sarita when the battery appeared to be empty. The carer drove the hoist with the resident in it to a chair. Resident got scared and leaned over to the left. The lifter turned over, which made one leg lift off the floor. The carer went to stand on the other leg and shouted out for help. Together with a colleague she drove the resident in the lifter above the bed, made the bed to up higher, and released the sling. No injuries reported.